Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On this same date, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. On (B)(6) 2010, the patient was given a loading dose of vancomycin 1gm ip and began treatment with gentamycin 20mg ip once daily, and vancomycin 250mg ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive remedial treatment with gentamycin and vancomycin. It was not reported if dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.